Manufacturer narrative:
Currently this complaint is still being investigated and in-process . A supplemental medwatch will follow as soon as the investigation information becomes available. Not returned

Event description:
Patient received scp after months still have pain and MRI shows radiolucency around bsm injection area